Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. Additional type of investigation codes that were unable to be added in h6: labelling review. The reported event for valve does not seal on annulus, significant leak flow observed (pvl) was confirmed with objective evidence. Based on the device history record (DHR) review, no non-conformances related to the complaint events were identified. The investigation of complaints for the reported valve does not seal on annulus cases found that procedural factors (such as lack of leaflet capture, incorrect trajectory, incorrect positioning, and/or incorrect depth) either alone or together with the mentioned patient factors such as annular sizing, leaflet plastering, rv lead adhesion, and/or papillary muscle high, influenced the outcome of the valve does not seal on annulus. Since no manufacturing non-conformances were confirmed and no IFU/training deficiencies were identified, no corrective or preventative actions are required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. Three non-edwards transcatheter edge-to-edge repair (teer) devices were present and the most central device was lacerated to create a single leaflet device attachment (slda). An evoque valve was successfully implanted. However, sealing the paravalvular leak (pvl) in the anteroseptal (as) commissure where the two remaining intact teer devices were located, was unsuccessful. Two vascular plugs were placed in an attempt to address the leak, but moderate to severe pvl persisted. Per medical opinion, the perceived root cause was the inability to achieve a seal around the two teer devices in the anteroseptal commissure. There was no patient injury associated with this event, and the patient remained in stable condition.